Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and a correction bolus was delivered. The customer was vomiting and had a large level of ketones. The customer was hospitalized for diabetic ketoacidosis (dka) and treated with intravenous insulin. The customer was discharged on (B)(6) 2018 with the high bg and dka resolved. The cause of the high bg was not known and the doctors did not report any issues with the pump or supplies.